Manufacturer narrative:
Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore, the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, the cause of infection could not be determined. Post valve implant revealed that the valve was in good position with no pvl and the patient was discharged 7 days post procedure. In addition, an echo taken during admission did not reveal a paravalvular abscess, regurgitation or intra- or paravalvular leak. There is no report or allegation at this time that the death was related to the edwards valve or the tavr procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(6) affiliate approximately 16 days post implant of a 23mm sapien 3 ultra valve, in the aortic position, the patient presented with septic shock and disseminated intravascular coagulation (dic). An echo (tee) revealed endocarditis of the valve leaflets with several vegetations up to 10 mm. There was no paravalvular abscess, or regurgitation intra- or paravalvular. The patient expired one day after readmission for endocarditis (post op day 17). Blood cultures were (B)(6). The source of the (B)(6) sepsis is unclear. A cct revealed several septic embolizations. Autopsy revealed endocarditis with vegetations on the leaflets and, no other infection site was found (no pneumonia), and the vascular access sites were normal. Per report, during initial implant the valve¿s final position was 80/20 aortic/ventricular, with no pvl or any other issues. The patient was in good condition and was discharged 7 days post implant.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was reviewed and did not reveal any issues that could have contributed to the reported event.